Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found image noise; the screen blacked out during d angulation due to defective charged coupled device (ccd) unit. Additionally, the root part of the insertion tube was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the suggested event could not be established. However, based on results of citr investigation, it was confirmed that there is no problem with the existing documentation (*) of ¿no image related¿ for the product broncho-endoscope, and it is equivalent to the risk level already assumed. The historical analysis for this event confirmed that: ·there are no product excursions or statistical trends were identified. ·there are no ncr, scar, CAPA or hha records associated with the historical complaints. ·no abnormalities were identified in the manufacturing/repair history records. ·the complaint rate is within the expected occurrence. ·no abnormalities were identified in the labeling review. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the screen blacked out occasionally on the evis lucera elite bronchovideoscope, no image problem. The issue was found during preparation before use for an unspecified procedure. There was no report of a delay. The patient was not under anesthesia. There were no reports of patient or user harm associated with this event.